Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2013, the reporter contacted animas and alleged the following: for the past week she has been having extremely low blood glucose (bg) readings, and has hired someone to come in and check on her in the mornings because of this as she lives alone. Last night went to bed with bg of 153 mg/dl, did not correct because she was afraid she would go too low, stating she has hypoglycemic unawareness. This morning she did not wake up, her ex-husband came to check on her, and she was incoherent. A neighbor from down the street also came to check on her and gave her a glucose drink, checked bg 45 minutes later and bg up to 40 mg/dl, states she was just laying on the bed, not talking, didn¿t know the date or time of day. She was given another glucose drink, 45 minutes later up to 50 something mg/dl. At this time she was able to eat a bagel with cream cheese and a glass of orange juice. By 10:00am bg up to 117 mg/dl and feeling better. States later in the day her daughter came to check on her and said she seemed out of it, checked her bg and was down to 40 mg/dl. She ate soup and drank a regular soda, bg at 3:40pm up to 246 mg/dl ¿ no symptoms. Customer support (cs) review of pump found the a.m. And p.m. Settings were reversed, as the patient did not put the correct time/date in with last battery change. Cs advised patient that her basal rates are very different throughout the day, due to the fact that am and pm were mixed up, this can cause bg excursions. Cs walked patient through correcting time and date. Advised patient when changing out battery, make sure the date and time are correct in the future. Patient is continuing on pump until replacement arrives, advised her that animas recommends an alternate form of insulin delivery if unable to use the pump. This complaint is being reported because a patient on pump therapy experienced hypoglycemia related to the use error of not confirming the correct time/date after changing the battery.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Use error should be considered as the patient did not confirm the correct time after a battery change, as per IFU.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 02/07/2014 with the following findings: during testing, the pump was found to reset to default time/date settings after a power on reset. The pump was opened and evaluation revealed that the internal clock battery on the circuit board had failed. A review of the pump history showed the last basal delivery was on (B)(6) 2013. The black box and alarm history showed no evidence of time/date reset. The time was manually manipulated on (B)(6) 2013 from 4:30 am to 4:30 pm. The dates (B)(6) 2013 are recorded twice in the total daily dose due to the time/date being set incorrectly. The pump powered on and displayed the verify screen. The pump performed the ez-prime steps successfully and the pump was exercised for 24 hours with no delivery interruption occurring during the duration test. The pump passed a delivery accuracy test successfully. Unrelated to the complaint, evaluation revealed that the display was discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.